Event description:
This is the second report of two incidents involving an a1059 that occurred at the same facility. Cross reference with MFR. Report number; 3004608878-2014-00135. An a1059 lost pressure at the torque knob. The event was described as follows; an incident occurred with an a1059 knobs during a posterior fossa craniotomy. The pt was placed in skull clamp by a neurosurgeon at 60 lbs pressure and flipped into a prone position. Afterwards the clamp appeared to be loose and was measuring at 40 pounds of pressure. The physician suspected that the pt had bilateral skull fractures. It is unk if this pt was sent for a CT scan. The length of time the clamp was in use before the event(s) occurred and whether a revision was required were both answered unk. It is unk if the pt recovered from the injury. Mayfield (a1072) adult disposable pins were used during this procedure. A1072 adult disposable skull pins were used during this procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.